Event description:
It was reported that when the monitor was connected, it worked properly but after some time, it turned off and then needed to be turned on again. The hospital does not have the correct socket for use with a low or high current. The monitor has a bad programming on the screen when starting. The fuses were reported to be good but it was perceived that something was burning inside the transformer. Both the battery and transducer cable were in good condition. The monitor was checked before use in a patient to avoid any possible injury.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.